Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. Additional information received: outcome : not recovered/not resolved: recovered/resolved.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 27794, and no related nonconformances were identified. Additional information received: patient identifier: (B)(6). (B)(6) hospital. Sex: male. Age (at time of consent): 26 years. Start date: 05 jun 2023. Alert date: 06- jun- 2023. Country of event: us. Model: lxmc15. Device lot number: 27794. Date of surgery: (B)(6) 2023 adverse event term: dysphagia. Site awareness date: 05 jun 2023. End date: blank. Severity: mild. Relationship to study device: causal relationship. Drug therapy: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(4): experience, dysphagia. Relationship to study device: causal relationship.